Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history record could not be performed. The sample has not been returned to the MFR for eval to date. The investigation is currently underway.

Event description:
It was reported that upon deployment, two filter legs were twisted. The filter was successfully retrieved and another filter was implanted. There was no report of injury to the pt.